Manufacturer narrative:
This is one of the two medical device reports for the two subject stent systems. Device remains implanted.

Event description:
It was reported that a vessel dissection occurred after percutaneous transluminal angioplasty (pta) of the left vertebral artery using a competitor manufacturer balloon. Two stents (subject devices) were placed to treat the dissection. The procedure was completed and the patient was discharged. Three months later, in-stent occlusion occurred. No additional treatment was performed. At the one year follow-up, the patient had recovered with the national institutes of health stroke scale (nihss 1) of 1 and modified ranking scale (mrs) of 4."

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis is a known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that a vessel dissection occurred after percutaneous transluminal angioplasty (pta) of the left vertebral artery using a competitor manufacturer balloon. Two stents (subject devices) were placed to treat the dissection. The procedure was completed and the patient was discharged. Three months later, in-stent occlusion occurred. No additional treatment was performed. At the one year follow-up, the patient had recovered with the national institutes of health stroke scale (nihss 1) of 1 and modified ranking scale (mrs) of 4."